Event description:
It was reported while stimulation was turned on, a shocking or jolting sensation occurred. There was no known accident or incident related to this complaint. Company representative noted pt fell immediately post op, but received good therapy with no issues until 2.5 months ago. Since this time, pt had discontinued use of her device. Pt's symptoms were located at the implantable neuro stimulator (ins) location and traveled up lead and into back. Pt had 1 epidural lead 8-15 and 2 peripheral leads 0-3, 4-7. Issue seemed to be related only to the epidural lead. It was also reported reading >20000 ohms on everything with electrode 0 and reading >10000 ohms on everything in combination with electrodes 3 and 7. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).